Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that reamer ø4.5/6.5 l450 f/hip scr f/expert was broken. However the alleged embedded condition cannot be confirmed since no x rays were provided to confirm it. The dimensional inspection was not performed due to the post-manufacturing damage. The observed condition that the reamer ø4.5/6.5 l450 f/hip scr f/expert in the device was consistent with a random component failure that may have been caused by exposure to unintended/overt forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed that the reamer ø4.5/6.5 l450 f/hip scr f/expert as the observed device was broken. While no definitive root cause could be determined, it is probable that the reamer ø4.5/6.5 l450 f/hip scr f/expert is broken due to the unintended/overt forces. However the alleged embedded condition cannot be confirmed since no x rays were provided to confirm it. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part: 03.010.368 lot u148874 manufacturing site: selzach supplier: orchid bridgeport release to warehouse date: 23. Feb. 2012 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery. The reamer was broken during the surgery. During the second screw insertion, the reamer broke. Before the breakage, the surgeon had difficulty in drilling because the bone was very hard. When the surgeon removed the reamer after drilling, he found that the reamer had been broken and the tip of it was remained in the intramedullary. The surgery was completed successfully within 30 minutes delay, but the broken part of the reamer remained in the body. The patient outcome was unknown. Updated concomitant devices reported: unk - screws: trauma (part # unknown, lot # unknown, quantity # unknown). This complaint involves one (1) device. This report is for (1) reamer ø4.5/6.5 l450 f/hip scr f/expert. This report is 1 of 1 (B)(4).